Manufacturer narrative:
Additional device code used gff, gfa, hsz. (B)(4) lot unknown. Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a right periprosthetic femur fracture procedure, a 2.5 drill bit tip broke off, and the fragment was not retrieved. The 4.5 lcp (locking compression plate), curved broad plate and eight (8) screws were already implanted to treat the femoral fracture below the total hip prosthesis. The surgeon was drilling through a 3.5 attachment plate hole to place the attachment plate on top of the lcp plate to provide better stabilization to the fracture near the prosthesis. The surgeon tried to reposition the drill for a better angle, and the drill bit tip struck the femoral stem of the hip prosthesis, and broke off. The drill bit tip remains embedded in the patient. The surgeon used a different drill bit and placed two attachment plate screws in other holes. The procedure was completed successfully. There was no delay to the surgery, and no reported harm to the patient. The patient was reportedly stable during and following the surgery. Concomitant devices reported: 3.5 locking attachment plate (part # 02.120.602s, unknown lot #, quantity 1); one 4.5 lcp plate (part # 226.642, unknown lot #, quantity 1); locking screws (unknown part #, unknown lot #, quantity 8); unknown total hip prosthesis (non-synthes device, quantity 1); drill (non-synthes device, quantity 1). This report is for one (1) drill bit. This is report 1 of 1 for (B)(4).